Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support and after the implant, low pump flow was observed. There was a notable kink/bend located at impella cannula closest to outlet. The pump was explanted and the patient remained stable.

Manufacturer narrative:
The investigation of low pump flow has been completed. Product was not returned for review. Based on clinical description, the root cause of low flow was most likely kinked cannula. The root cause of cannula kink was most likely patient condition related to patient's anatomical anomalies as stated by the physician.